Event description:
It was reported that when the unit was plugged into a power source and then powered on, the databox began to emit smoke. The power to the entire system was unplugged and once it had no power, the smoke cleared up. No patient injury was reported.

Manufacturer narrative:
Evaluation found that the c135 capacitor on the main board of the databox had an internal short causing it to burn. This appears to be related to a large spike on the voltage line and/or a high current. The c135 capacitor is part of the voltage regulation circuitry of the pcb connected to the switching regulator. It sits on the voltage feedback loop that allows the chip to regulate its output to set voltage. The output is protected by a schottky power rectifier. The regulator can take up to 36v input which is 150% above our operating range nominal 24v. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. No further actions will be taken at this time.